Manufacturer narrative:
H3: analysis of the pump found ¿motor gear train anomaly corrosion and/or wear and/or lubrication¿ and ¿motor gear train anomaly stall due to shaft/bearing¿. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the cause for the baclofen withdrawal symptoms was not determined. The actions and interventions taken to resolve the issue was replacement of the pump and catheter. The issue was resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial#: (B)(4), implanted: (B)(6) 2010 explanted: (B)(6) 2020 product type: catheter. Product ID: 8596sc, serial#: (B)(4), implanted: (B)(6) 2010 explanted: (B)(6) 2020, product type: catheter. Product ID: 8596sc, serial/lot #: (B)(4), ubd: 18-jun-2010, UDI#: (B)(4). Product ID: 8596sc, serial/lot #: (B)(4), ubd: 16-apr-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via company rep regarding a patient receiving gablofen (2000mcg/ml at 1041.6mcg/day) via intrathecal infusion pump for intractable spasticity. It was reported that the patient presented with symptoms of baclofen withdrawal for unknown reasons. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. The logs were read and showed no issues with the functionality of the pump. The hcp pulled from the cap successfully. The catheter and pump were explanted and replaced with new devices. It was reported the issue was resolved at the time of the report. The patient¿s status was alive with no injuries. No further complication was reported.